Manufacturer narrative:
The reported events of intermittent capture and lead fracture were not confirmed. Final analysis found, a partial lead was returned in two portions for analysis. Electrical testing did not find any indication of conductor fractures however an internal short was noted on the distal portion (b) due to damaged inner insulation consistent with procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturing reference number: 2017865-2024-01613. It was reported that the patient presented to the emergency room after not feeling well. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited intermittent capture. It was noted the patient was pacer dependent. The physician decide to replace the lead. During the procedure, it was noted the rv lead was fractured at the proximal end and the right atrial lead had dislodged. Both leads were explanted and replaced. The patient was stable.